Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive act buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The pump was unable to perform prime test due to button anomaly. The pump was received with cracked case at display window corners, reservoir tube and battery tube threads. The pump was received with scratched display window.

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 258 mg/dl. The customer stated that the button error did not occur right after the pump was exposed to moisture. The customer stated that a button was pressed for 3 minutes or longer. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will return the pump for analysis.